Manufacturer narrative:
The user has not yet sent the instrument to richard wolf for examination. As soon as the instrument arrived, the examination will be started.

Event description:
The user facility has informed richard wolf gmbh of an issue regarding a hf connection cable mono l 5m, part ID: 815.053, sn/batch# unknown. According to the received information, during resection of the bladder tumor, wolf cautery cord exploded in half and released sparks. There was no prolongation of the operation time nor any danger to the patient.